Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an absence of no delivery alarm. The customer attributed the high blood glucose to bent infusion set cannulas. The blood glucose reading was 380 mg/dl, and the customer stated that he had to change the infusion set 3 times. He was advised that he would be sent a tubing clamp in order to complete the troubleshoot process. He was advised to monitor the device until he received the supplies. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.